Manufacturer narrative:
The glucose hk gen.3 reagent lot number was 934749. The expiration date was not provided. During the service intervention, the field service engineer (fse) identified an alarm on the instrument, an abnormality in the pressure check after washing the sample probe, and that the vacuum pump was noisy. The fse replaced and realigned the sample probes and adjusted the vacuum pump. Checks were performed, and they were within specifications. The fse confirmed that the system was performing within specifications. The service actions of exchanging and adjusting the sample probes resolved the issue. The cause of the event was the sample probe.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas 8000 c702 module. Initial result: 1.76 mmol/l (accompanied by a data flag). The data flag triggered the system to rerun the sample automatically. Repeat result: 4.45 mmol/l.